Event description:
At scheduled ICD changeout, it was reported that the lead wire was fractured. Device was removed from service. No patient complications have been reported as a result of this event.